Manufacturer narrative:
No product was returned to assist in our investigation. Per quality control specification, there is a tensile test on shafts, extension tubes and hubs. Material must withstand 3.3 lbs for each bond and distal shaft. Per specification, there is confirmation of the correct extension tube and that they are securely attached. An IFU is supplied with this device that states, if lumen flow is impeded, do not force injection or withdraw of fluids. Notify attending physician immediately" / "catheter maintenance: / if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if clc-2000, microclave or other needleless adapters approved for saline only lock are used, saline only catheter lock may be used." It is possible that the device was exposed to atypical tensile forces. However, at this time, the root cause of this failure remains inconclusive. We will continue to monitor for similar complaints. The appropriate internal individuals have been notified. Per the conclusions of quality engineering risk analysis, the risk is insufficient to warrant corrective action at this time.

Event description:
There was an insertion of PICC line and (B)(6) days later, while the pt was at home, the PICC line broke. The break occurred where the PICC line itself attaches to hub. There was removal of broken PICC and the PICC was replaced. The scottish rite vat turned the broken PICC to risk mgmt and will await to see when they release the product. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.